Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection revealed that the tube was fully inserted onto the chamber. The tube was pulled from the chamber and a disconnection between tube and chamber was observed. The cause was related to a manufacturing issue. To address this issue, the manufacturer site was made aware of this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set disconnected from the drip chamber. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.